Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis and hyperglycemia. Customer also alleged that the algorithm doesn't seem to be working and pump stops giving the auto basal. The customer reported blood glucose value of 185 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis which did not require treatment. The event involved product(s) mmt-7841zn, mmt-1884, mmt-332a, mmt-399a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn. Product return was requested for mmt-1884 and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event dates of (B)(6) 2024. There were no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus. And all insulin delivered on the event dates of (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly. Their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. Then the pump was programmed with customer's basal rates programmed of 18.3u. The pump was monitored for several days and all basal rates registered properly in the pump history summary noted. No bolus anomaly or basal anomaly noted. No under delivery anomaly or over delivery anomaly noted, during testing. Please see below: for pump errors/alarms noted, 1 week prior to the event dates of (B)(6) 2024 in the formatted history file. Sensor error alert (801) was recorded. And found in the formatted history file on: (B)(6) 2024, 08:59:42.000 lost sensor 1 alert (780) was recorded. And found in the formatted history file on: (B)(6) 2024, 13:09:00.000; (B)(6) 2024, 13:19:00.000; (B)(6) 2024, 06:12:00.000; (B)(6) 2024, 10:24:00.000. Lost sensor 2 alert (781) was recorded. And found in the formatted history file on: (B)(6) 2024, 06:30:00.000; (B)(6) 2024, 10:48:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator. And displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl, properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted, during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 105 mg/dl, test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted, during testing. The pump was received, without a battery cap installed. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs/dka, low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged, for possible under delivery anomaly and basal (delivery/rate) anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.